Event description:
It was reported that the user received an ¿unable to proceed¿ during a supply change with an accompanying occlusion alert; after removing all supplies, performing a dry run, and replacing the cartridge, connector, and contact detach infusion set, insulin delivery was successfully resumed and alerts cleared. No reported symptoms. Outcomes included restoration of insulin delivery without medical intervention or hospitalization. Investigation included guided troubleshooting and education, a dry run to verify pump function off-line, and replacement of infusion supplies. Investigation of this case revealed an occlusion condition that resolved only after changing supplies, consistent with an infusion set or fluid path obstruction rather than a pump motor failure. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable supply issue leading to transient occlusion.